Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was repositioned due to high thresholds. It was suspected that the lead was dislodged. An explant date was given, but it did not make sense with the event date. So, it is unclear if this lead was actually explanted or not.